Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that on literature review ,"comparison of effectiveness between two operative techniques of coracoclavicular ligament reconstruction for treatment of tossy type iii acromioclavicular joint dislocation", a patient had an x-ray done where the endobutton could be seen half-slipped into the tunnel 1 month after surgery. There was a loss of reduction noted but no pain. The complication was treated with hanging for 2 weeks, no further loss of reduction was noted and the shoulder gradually recovered. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.